Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical service department on (B)(6) 2023 that there was an air detected in cassette warning on the cycler during dwell 4 of 4, and fluid was seen during their pd treatment on (B)(6) 2023. Patient was connected during incident. Fluid was not discovered in the pump module area or on the external of the cassette. Fluid leaked from loose connection to the supply bag (sb) and all used lines were not securely connected. Upon follow up conducted on (B)(6) 2023 patient¿s peritoneal dialysis registered nurse (pdrn) stated they have not been made aware of the event, however, per the pdrn the patient did not miss any of their pd treatment and was able to complete their treatment on the day of the reported event as well. The peritoneal dialysis nurse was able to confirm treatment status based on patient¿s treatment logs. Additional information about the reported leak and product information was requested; however, to date has not been provided.

Manufacturer narrative:
Plant investigation:plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical service department on (B)(6) 2023 that there was an air detected in cassette warning on the cycler during dwell 4 of 4, and fluid was seen during their pd treatment on (B)(6) 2023. Patient was connected during incident. Fluid was not discovered in the pump module area or on the external of the cassette. Fluid leaked from loose connection to the supply bag (sb) and all used lines were not securely connected. Upon follow up conducted on (B)(6) 2023 patient¿s peritoneal dialysis registered nurse (pdrn) stated they have not been made aware of the event, however, per the pdrn the patient did not miss any of their pd treatment and was able to complete their treatment on the day of the reported event as well. The peritoneal dialysis nurse was able to confirm treatment status based on patient¿s treatment logs. Additional information about the reported leak and product information was requested; however, to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical service department on 08/19/2023 that there was an air detected in cassette warning on the cycler during dwell 4 of 4, and fluid was seen during their pd treatment on (B)(6) 2023. Patient was connected during incident. Fluid was not discovered in the pump module area or on the external of the cassette. Fluid leaked from loose connection to the supply bag (sb) and all used lines were not securely connected. Upon follow up conducted on (B)(6) 2023 patient¿s peritoneal dialysis registered nurse (pdrn) stated they have not been made aware of the event, however, per the pdrn the patient did not miss any of their pd treatment and was able to complete their treatment on the day of the reported event as well. The peritoneal dialysis nurse was able to confirm treatment status based on patient¿s treatment logs. Additional information about the reported leak and product information was requested; however, to date has not been provided.

Manufacturer narrative:
Correction: a3 (gender).